Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, after the surgeon fired the stapler, he found that only one third of the staple was present and the rest was open. Surgery was delayed 30 minutes, but was successfully completed using oversewing. No fragments were generated and there were no patient consequences. No other medical intervention was required.